Event description:
It was reported to philips that the device had a battery failure.

Manufacturer narrative:
It was determined that this was a malfunction of the battery for which the customer was provided information to order a replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed.